Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The blood glucose at the time of call was 173 mg/dl. The customer's blood glucose was over 400mg/dl all day on june 8, 2018. Blood glucose was 325 mg/dl after 3 infusion set changes. Customer feels horrible changed site and corrected high with insulin pump. Sensors have failed to connect. Trouble shooting was not completed. The insulin pump will not be returned for analysis.